Event description:
It was reported to ge that the technologist bruised her wrist when the right small wheel on the collimator cart fell off and the cart tipped over while she was moving the cart. A screw appears to have loosened from the wheel assembly. The unit was repaired. The cart with collimators weighs approx. 535 lbs. The cart is approx. 170 lbs. Without collimators.